Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct cause for the reported infection could not be conclusively determined through this evaluation. The account reported that the patient had elevations in pump power as well as positive blood cultures. The patient had an inr of 3.7 and was undergoing antibiotic therapy for the infection. The site of the infection was reportedly unknown. Additional information was issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. Driveline, local, and pump pocket infection are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Information regarding controlling infection is provided in the hmii IFU and patient handbook. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was implanted with left ventricular assist device on "(B)(6) 20163." It was reported that the patient's inr is 3.7 and is currently undergoing antibiotic therapy for positive blood cultures (site of infection unknown). The patient also sent pictures of her monitor and during each of the events in which her power/flow increases, it states ¿power cable disconnected¿. No further information was reported.